Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level and on (B)(6) 2026 the customer went to the emergency room with a bg level that ranged from 575-600 mg/dl with ketones of an unspecified size. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer declined further troubleshooting with tandem technical support.